Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer found a black foreign body in the separation glue of a yellow tube. The following information was provided by the initial reporter. The customer stated: the teacher in the labeling department of the laboratory department found a black foreign body in the separation glue of a yellow tube, and reported it immediately. No problem was caused to the patient.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer found a black foreign body in the separation glue of a yellow tube. The following information was provided by the initial reporter. The customer stated: ¿the teacher in the labeling department of the laboratory department found a black foreign body in the separation glue of a yellow tube, and reported it immediately. No problem was caused to the patient.¿

Manufacturer narrative:
H.3. Investigation summary: bd had not received samples, but one (1) photo was received for review and analysis. The customer photo confirms that there is fm within the tube. Additionally, gel air bubbles are present within the tube in the picture sent. Therefore, bd is able to confirm the customer reported defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.